Manufacturer narrative:
Upon further clarification, this was a routine check and there was no alleged malfunction.

Manufacturer narrative:
Reporter information: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that customer requests the presence of a technician to check the plate cable and for a functional check of the device following safety information letter received on the plate cable. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.